Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricular lead was found to be dislodged on x-ray. Device was reprogrammed until lead revision. The lead was explanted and replaced with no complications. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Date of event should have been (B)(6) 2018 rather than blank. Initial reporter's first name should have been sreekanth rather than sree.